Event description:
Prior to radial access, the sheath was prepped and when the wire was tried to thread over the sheath, it would not advance. There should be a hole for the wire to go through and it seemed as if it was defective because there was no hole to advance the wire through. This was noticed prior to being used in the patient. A new sheath was used from the same lot number and worked as it was supposed to.